Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings:during investigation, the pump powered up with auditory and vibratory alarms to the verify screen. The pump cover was removed to find no intermittent conditions to the piezo-circuit. The quiet sound complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. It was reported that the sounds produced by the audio tone feature of the pump were quiet. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.